Event description:
Patient's mother reported infusion site issues. Mother stated patient noticed elevated blood glucose levels throughout the day on (B)(6) 2014 with blood glucose readings up to 450 mg/dl; took correction via pump, no outside assistance was required. Patient's target blood glucose level is 100 mg/dl. Mother reported moisture appeared under the infusion set adhesive pad; the adhesive came off of the skin. Mother stated patient removed the infusion set and noticed the cannula was bent. Mother alleges the infusion set issues are the cause of the elevated blood glucose level. Product was replaced and requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.